Event description:
Md noticed the drug eluting stent was bent during prep. The stent was removed and replaced with no harm to the patient. Manufacturer response for drug eluting stent, onyx frontier des 2.75 x 30 mm (per site reporter), unknown.